Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and found an intermittent error message. The coin battery was replaced and the device passed all testing.

Event description:
It was reported that a patient was transferred to a second ventilator and there was no patient harm/injury as a result of this event. It is unknown if the patient transfer was related to a ventilator malfunction.